Event description:
As reported, in 2008, this patient was implanted with gore excluder aaa endoprosthesis aortic extender components. A reintervention took place two days later, using additional aortic extender components. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.